Event description:
It was reported that erroneous results occurred after use with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter, "we have provided several lot #s and returned specimen tubes back in october regarding this issue and concern. We don¿t have all the specific tube lot #s for all the testing in aug, sept and for these studies. We perform on average 40,000 hepatitis b surface antigen tests per month from specimens collected at over 1700 dialysis facilities across the country. We provide numerous specimen lot #s to these facilities. We are disappointed with bd¿s lack of quick and serious attention to this investigation. Also the lack of understanding of our business needs and concerns with this issue. We have provided plenty of examples, lots, tubes and data of the number of repeat testing we have needed to complete. We have been working with our vendor on different reagent lots and investigating these issues further with them. We have made progress with this investigation but have still not ruled out a preanalytic factor that contributed to the increase in initial false positive results and requiring further processing of these specimens. Please provide an update on your investigation of the gel lot as was discussed at the last meeting." 1 of 20 complaints.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for erroneous results with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. The customer has indicated that their investigations with the instrument company (siemens) has determined the root cause of their rapid increase in hbsag rate has been resolved by a reagent lot change. We have again reinforced sample processing and sample quality to mitigate preanalytical contributions to assay performance.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred after use with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter, "we have provided several lot #s and returned specimen tubes back in october regarding this issue and concern. We don¿t have all the specific tube lot #s for all the testing in aug, sept and for these studies. We perform on average 40,000 (B)(6) surface antigen tests per month from specimens collected at over 1700 dialysis facilities across the country. We provide numerous specimen lot #s to these facilities. We are disappointed with bd¿s lack of quick and serious attention to this investigation. Also the lack of understanding of our business needs and concerns with this issue. We have provided plenty of examples, lots, tubes and data of the number of repeat testing we have needed to complete. We have been working with our vendor on different reagent lots and investigating these issues further with them. We have made progress with this investigation but have still not ruled out a preanalytic factor that contributed to the increase in initial false (B)(6) results and requiring further processing of these specimens. Please provide an update on your investigation of the gel lot as was discussed at the last meeting." 1 of 20 complaints.